Manufacturer narrative:
This device was used for treatment, not diagnosis. Noumi, t., et. Al., (2005), intramedullary nailing for open fractures of the femoral shaft: evaluation of contributing factors on deep infection and nonunion using multivariate analysis, international journal of the care of the injured, 36, 1085-1093 (japan). This report is for an unknown nail. Unknown part number, UDI is unavailable without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: noumi, t., et. Al., (2005), intramedullary nailing for open fractures of the femoral shaft: evaluation of contributing factors on deep infection and nonunion using multivariate analysis, international journal of the care of the injured, 36, 1085-1093 (japan). In this article the authors retrospectively reviewed 88 patients with 89 open femoral shaft fractures treated with locked intramedullary nailing. The patients were fixed with an ao unreamed femoral nail or a competitor's nail. The procedures were completed between 1988 and 2001. Seventy-two patients were mail and 16 patients were female. The ages ranged between 15 to 62 years. Follow-ups lasted between two to twelve years after the original injury. The complications were five of the 89 open fractures developed deep infections and nonunions occurred in 12 of the 85 fractures. This is report 1 of 1 for (B)(4). This complaint involves 1 device.